Event description:
Event description guidant received information that this recalled cardiac resynchronization therapy defibrillator (crt-d) presented a red screen and a fallback warning message that appeared upon interrogation of device. The patient reported hearing beeping tones today also. The patient has not received any radiation therapy recently or had any other procedures/test. It is reported that the patient thinks she may have received shock 2 days earlier.